Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. Medical surveillance were unable to reach the customer for follow up questions. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8am on (B)(6). The patient reported obtaining blood glucose readings of ¿301, 364, 236, 292 and 263mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with a combination of medication. The patient reported taking 4 units of novolog insulin at 10 am on (B)(6). The patient reported developing symptoms of ¿tingling of tongue, shaking and stiff neck¿. As lifescan were unable to reach the patient for follow up, medical surveillance were unable to determine if the patient associated these symptoms with hyperglycemia or hypoglycemia. At the time of troubleshooting the cca noted that the patient had incorrectly coded their meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.